Event description:
Per the clinic, the patient was explanted in 2009 due to improper insertion of the electrode. Patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.